Manufacturer narrative:
Updated manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 left ventricular assist system, serial number: (B)(6), could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists cardiac arrhythmia, bleeding, respiratory failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists arrhythmia as a potential late postimplant complications. Additionally, under ¿anticoagulation¿, section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient self extubated on (B)(6) 2020 and was reintubated on (B)(6) 2020 for acute respiratory failure. The patient developed worsening cardiogenic shock and hypoxia following reintubation. A computed tomography (CT) scan of the chest revealed evidence of fluid collection in the left chest wall and aspiration. The patient had high vasopressor requirements with lactic acidosis and had right ventricular assist device (rvad) extracorporeal membrane oxygenation (ECMO) with protek duo implanted on (B)(6) 2020. Continuous renal replacement therapy (crrt) was also started on (B)(6) 2020. The patient suffered a left femoral and left retro peritoneal bleed on (B)(6) 2020 as evidenced by computed tomography angiography (cta), requiring multiple blood transfusions. On (B)(6) 2020, the patient had escalating pressor requirements and worsening abdominal distention. CT of abdomen revealed a small bowel obstruction. The patient developed significant lactic acidosis and experienced ventricular tachycardia which required internal automatic implantable cardioverter-defibrillator (aicd) shocks as well as external dc cardioversion. Given the prognosis, the patient transitioned to comfort measures only. Rvad and left ventricular assist device (lvad) were turned off and the patient expired on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 lvas, serial number (B)(4), and the patients outcome could not be conclusively established through this evaluation. The account reported that the patient had expired on (B)(6) 2020. Multiple attempts were sent to the account regarding patient outcome and the return of the device; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricle assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient passed away. Additional information was requested but not provided.